Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. (Left) a manufacturing record evaluation was performed for the finished device 5782174 number, and no non-conformances were identified. Manufacturing date: oct/26/2007. Expiration date: oct/24/2012. (Right) a manufacturing record evaluation was performed for the finished device 5625344 number, and no non-conformances were identified. Manufacturing date: aug/24/2005. Expiration date: aug/23/2010. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with two 200cc mentor memorygel breast implants, suffered breast implant rupture on an unspecified breast side, post-procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacements were: (left) 225cc mentor memorygel breast implant catalog: 3502251bc lot: 9602783 sn: (B)(4) and (right) 225cc mentor memorygel breast implant catalog: 3502251bc lot: 7467742 sn: (B)(4). Since it was not specified which breast suffered from rupture, both the left and right information has been provided. A supplemental will be submitted once clarifying information becomes available.

Manufacturer narrative:
On january 28, 2022, the mentor failure analysis lab has received the device for evaluation. Per the returned device, mentor became aware that the suspect medical device was the left breast implant, lot 5782174. Mentor also became aware that it was erroneously indicated, in the initial report sent on january 25, 2022, that the date of explantation was (B)(6) 2021, however, the correct date was (B)(6) 2021. On february 7, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 200cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 4.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.